Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of high blood glucose of 412 mg/dl. Troubleshooting educated customer on the bolus wizard and how to calculate a dose. Troubleshooting for high blood glucose was not performed as the reason for the high was found to be a bent cannula.